Event description:
The device was used during a laparoscopic wedge resection procedure. Reportedly, the instrument was difficult to close and premature interlock occurred. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.